Event description:
Customer reports that arm fell from ceiling and was suspended by the power cable. No injuries were reported.

Manufacturer narrative:
Liebel - flarsheim field service engineer reports that one of the screws holding the column in place had backed out causing the arm to slide out of place. This part is a mcmahon vertical column, that attaches to the ceiling for the suspension arm and injector. The column base has a longer screw that inserts into a hole in the vertical column along with three shorter screws that tighten onto the vertical column. The longer screw was found to have backed out of the column hole. The remaining three screws were tight but couldn't hold once the long screw was out of the retaining hole; resulting in the base coming free from the vertical column and causing the suspension arm and injector to fall. This pn 241042 is the older version; current design pn 24046 has welded parts instead of screws. The fse replaced the screw and reminded the tech / bioengineers to check tightness periodically.